Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue, a button contact defect, and contamination under a keypad button contact. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the ok key contact. The same button contact was also inverted. Additionally, the keypad cover was observed to be peeling at the ok button. (B)(6).